Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.